Manufacturer narrative:
The exposed portion of the cannula was found to have a tear. Fluid was seen diverting through the tear. It could not be conclusively determined when or what caused the damage to the exposed portion of the soft cannula. The housing of the device was heavily damaged with pieces missing and the top housing was completely detached from the bottom housing. The cannula was found to be between these two pieces. It cannot be determined if damaged to the housing resulted in the tear found in the exposed portion of cannula. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose (bg) values reached 332 mg/dl. For treatment, the patient changed out the pod. The pod was worn between 36 and 48 hours on the thigh. No further details to report.